Manufacturer narrative:
Qc was not provided for 12/18/06. On 12/19/06, qc was run 3 times prior to the event and was within specifications. Qc was run several times before the 12/24/06 event and level 3 accu tni was elevated. Initial and repeat tests for patient a and c were performed from 1.0ml insert cups. Initial test for patient b was done from a 2.0ml cup and repeat test from a 1.0ml insert cup. All repeats were done on the same day as the original testing. A field service engineer (fse) was dispatched to the customer's lab. The fse performed a major preventive maintenance (pm) to the instrument. The fse replaced precision pump belt and o-ring. The fse conducted system check which passed. The fse ran 100ml diagnostic testing protocol which failed. However, an inappropriate solution was used. The testing passed upon repeat. The fse calibrated the instrument and performed qc. The fse verified repair per established procedures and results meet published performance specifications. In a follow up on 01/12/07, the customer confirmed no further issues since repair was done. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different patient samples that were generated by the access instrument. Patient a, b, and c samples were tested for accu tni and results were: 0.53ng/ml, 1.89ng/ml, and 11.71ng/ml respectively. The accu tni results were reported out of the lab. The customer retested the original samples of patient a and b on the access instrument for accu tni. The repeated accu tni results were: "<0.06ng/ml" for patient a and 0.01ng/ml and 0.03ng/ml for patient b. Patient c sample was tested on a different instrument in their lab for accu tni and a result of 0.02ng/ml was obtained. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.